Event description:
As reported by edwards field clinical specialist, the patient expired due to infective endocarditis two years post transcatheter aortic valve replacement (tavr). Additional investigation revealed the following: per report, the infected endocarditis was not related to the sapien valve, as the patient had a history of endocarditis prior to the sapien valve being implanted. No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Despite numerous attempts, no additional information related to the complaint could be obtained; however, per the initial report, the patient had a history of endocarditis prior to the sapien valve implant. Per the instructions for use (IFU), endocarditis is a known potential complication associated with heart valve replacement and bioprosthetic heart valves. Endocarditis is an infection of a native or prosthetic valve and may occur early or late after valve replacement. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. In this case, the source of the infection is unknown. According to the merck manual, major predisposing factors to infective endocarditis are congenital heart defects, rheumatic valvular disease, bicuspid or calcific aortic valves, mitral valve prolapse, and hypertrophic cardiomyopathy. Prosthetic valves are a particular risk. Prosthetic valvular endocarditis develops in (B)(4) percent of patients within one year after valve replacement and in (B)(4) percent thereafter. It affects mechanical and bioprosthetic valves equally. With the limited information available, the cause for the infection cannot be confirmed; however, per report, the patient had a history of endocarditis prior to transcatheter aortic valve replacement (tavr). In addition, edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility at the time of manufacture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.